Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes, section d9: returned to manufacturer on: june 9, 2023, section h3: device evaluated by manufacturer? Yes. Device evaluation: the complaint lens and handpiece were received, inside of an opened sterilization pouch. Visual inspection under magnification revealed, that the complaint handpiece was received, inside of the handpiece tray and with the plunger rod fully retracted. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The plunger rod was inspected and no issues were identified. The lens module was inspected, revealing, no marks that would indicate, that the plunger rod was not properly aligned. Inspection of the cartridge revealed, that viscoelastic residue was not dispersed throughout the length of the cartridge. Suggesting, that an inadequate amount of ovd may have contributed to the complaint issue. Visual inspection of the lens revealed, that it was received coated in viscoelastic residue. The lens was cleaned and the optic could be observed, to be scratched as well as a third scratch on the spare tire, near the haptic/optic junction. As a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 - a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician felt tightness with the plunger while setting the intraocular lens (iol). The physician was able to move the iol forward, notating that the iol felt strange and tight, before stopping the insertion into the patient's eye. The iol was discharged outside the eye and it was reported that there was a crack at the optic. There was no patient contact as the incident occurred prior to patient contact. No additional information was provided.